Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of greater than 450 mg/dl. Customer stated that the insulin pump had failed battery test alarm. The customer was treated with fluids. The device will not be returned for analysis.